Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system(ias) would not take the scout shots of the patient. They rebooted the system which resolved the issue, and they continued with the case as expected. This had occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. Could not duplicate issue. Logs attached to case. System was ready to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.